Event description:
Boston scientific received information that this product was part of a planned system revision due to endocarditis infection. Due diligence was performed but no available information was known. There were no additional adverse effects reported. All available information indicates that the product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.